Manufacturer narrative:
Per the customer's quality control (qc) charts, three levels of qc are tested daily. The assay has been +/- 2 standard deviation (sd) of the customer's established mean prior to and after the event. A system check report was supplied, and all portions were well within the published specs. The field service engineer (fse) assessed the unit and confirmed a reagent pack was shared between the access 2 immunoassay system and the unicel dxi 800 access immunoassay system. The operator's guide specifically states if a partially used reagent pack is loaded on a different system or workgroup, it will be inventoried as a full pack and inaccurate results may occur. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events. The medwatch is related to the original MDR 2122870-2010-00365, pt number one. Related mdrs: 2122870-2011-01143, -01144, -01146.

Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhcg) results within the normal range generated by the access 2 immunoassay system on five pts' samples. This report refers to pt number two. The samples were retested on a unicel dxi 800 access immunoassay system with a new reagent pack and recovered results above the normal reference range. The customer confirmed a used bhcg reagent pack from the dxi 800 system was loaded into the access 2 system and produced the erroneous results. The erroneous results were reported out of the laboratory. It is unk if pt injury or change to pt treatment attributed with this event. The field service engineer (fse) went to the facility and assessed the unit.